Event description:
It was reported that the product was unable to calibrate to zero and was unable to display arterial pressure. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used sample outside its original package was received for evaluation. Electrical testing was conducted; the sample was found to be within specifications. Vacuum testing was conducted; the sample was rejected during testing. Air leak testing was conducted; the sample was rejected during testing. The returned sample was visually inspected and exhibited a crack on subassembly a00159-01. The customer's complaint was confirmed. A CAPA was initiated on (B)(6) 2023 to analyze air leak defect on subassembly a00159-01. Involved lot was manufactured before CAPA was closed on (B)(6) 2023. The device history record of reported lot 4323175 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Dhrs of lot 4328685 from subassy a00159-01, which is related to leak observed during testing was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.